Manufacturer narrative:
(B)(4).

Event description:
It was reported that one week post implant, the right atrial lead exhibited a malfunction. The lead was successfully repositioned. The patient's condition was good during and post procedure. No additional information was reported.